Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was near the valve which make the physician to suspect of a possible dislodgement. The rv lead experienced loss of capture. A fluoroscopy was performed and the physician determined that the rv lead position was not optimal. The rv lead was surgically abandoned. No additional adverse patient effects were reported.